Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions from the same case. The other is (B)(4) -line (B)(4). Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device remained in the patient therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent surgery where 3 trim-it pins were implanted into her foot. Since the original surgery, 2 of the 3 pins have been removed. Internal medicine doctor has become involved as the surgery has not helped in relieving the original issue. The dates of the original surgery and revision surgery is not known.